Event description:
The complaint was received from the customer from the us. Delivery issue.

Event description:
The complaint was received from the customer from the us. Delivery issue.

Event description:
The complaint was received from the customer from the us.delivery issue.